Manufacturer narrative:
Additional information: patient is a previous smoker with a medial history of hypertension, hyperlipidemia, previous mi, previous CABG, previous pci and pvd. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug-eluting stents were implanted in the graft om1 and om2. On the same day as the procedure the patient suffered ventricular fibrilation requiring CPR and shock. Cec adjudicated event as non q wave myocardial infarction of the target vessel. Medtronic extended historical peri-pci.

Manufacturer narrative:
The cec adjudicated that the mi was no event. If information is provided in the future, a supplemental report will be issued.